Event description:
It was reported that non-sustained lead noise episodes were noted. It was noted that the patient has a chronic lead implanted and that it is possible the lead is touching against this causing noise. The noise was intermittent and being diagnosed as vf. Rep to make programming changes and schedule x-ray.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.